Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to several broken wires in the trunk cable connector. The connector was cracked. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.